Manufacturer narrative:
Sc-1132(sn:(B)(4)) the device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The possibility that electrical leakage could cause the patient to feel a shocking sensation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. No discrepancies were identified. The device stimulation amplitude and timing was monitored for errors. No intermittent anomalies were noted in the output. Therefore, the reported complaint of the ipg causing a shocking sensation was not duplicated or confirmed. The complaint of difficulty charging was not confirmed. The charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which was the maximum, and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate within the expected range. The device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the ipg was not holding a consistent charge and the patient felt like being shocked when the battery is low. A revision procedure was under consideration.

Event description:
A report was received that the ipg was not holding a consistent charge and the patient felt like being shocked when the battery is low. A revision procedure was under consideration.

Event description:
A report was received that the ipg was not holding a consistent charge and the patient felt like being shocked when the battery is low. A revision procedure was under consideration.

Event description:
A report was received that the ipg was not holding a consistent charge and the patient felt like being shocked when the battery is low. A revision procedure was under consideration.

Manufacturer narrative:
Additional information was received that the patient underwent explant of the device due to the need for shoulder MRI and not related to the charging issues.

Manufacturer narrative:
Additional information was received that device malfuntion was suspected with the ipg.

Manufacturer narrative:
Dob: 1965.